Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Dr. (B)(6) planned to place screws at l3-4 bilaterally, he did a midline incision and performed laminectomy at l3, and decompression at both levels. After decompression completed and surgeon happy with it, we placed sp clamp on l5 spinous process. Drb was placed and we went to take shots. We successful merged l3 and l4. All 4 screws were placed using workflow high speed drill, 3.5 drill then screw placed. We took a shots to confirm screw placement, on ap we saw our first screw left l3 was breached laterally. The other 3 screws were placed to plan. We didn't notice instruments going laterally when preparing hole for screw. Screw was removed and we made surgeon navigation was still accurate. We went to place screw again, using high speed burr, and 3.5 drill, placed screw. Again, it was breached laterally. We removed both left side screws and just placed rod and locking nuts on right side.